Event description:
On (B)(6) 2013, the patient reported that the vibra-alarm on her infusion device was no longer functioning. She first noticed the problem a couple weeks ago while bolusing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The vibrator motor is without function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions of the pump are not affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.